Event description:
The customer reported that the sys had a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The remote user interface joystick connection was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.